Event description:
Hamilton medical ag received the following incident description: device had oxygen and air supply alarm.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: device had oxygen and air supply alarm.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only, field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). The issue was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event was determined to be the air inlet mixer valves no longer opening properly. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the air inlet mixer valves could result in inadequate ventilation support.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4 and h11.

Event description:
Hamilton medical ag received the following incident description: device had oxygen and air supply alarm.